Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures on (B)(6) 2011 due to chronic pelvic pain, sui and a mesh was implanted. It was reported that following insertion the patient experienced bowel problems, dyspareunia, electrical shock to right ovary at incision. It was reported that patient underwent a total hysterectomy w/ revision of pelvic mesh sling on (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a diagnostic laparoscopy and placement of synthetic suburethral sling during mesh implantation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy/bso on (B)(6) 2013 due to chronic pelvic pain and dyspareunia.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent sphincterotomy on (B)(6) 2012 due to internal hemorrhoids. The patient underwent robotic rectopexy on (B)(6) 2014 due to rectal prolapse. The patient underwent partial mesh resection on the left side on (B)(6) 2014 due to chronic pelvic pain left levator ani muscle spasm, and possible suburethral sling mesh retraction into the levator ani muscle group or tendon. On (B)(6) 2014, the patient underwent pudendal nerve block, bilateral due to nerve root disorder, and anal pain. On (B)(6) 2015, the patient underwent bilateral pudnedal nerve blocks, pelvic floor trigger point injection with botox, bilateral due to chronic pelvic pain, severe pelvic floor spasm, and pelvic floor myalgia. The patient underwent implantation of tined electrode at the pudendal nerve bilaterally through the lesser sciatic foramen as a means of sacral and peripheral neuromodulation with intraoperative programming fluoroscopy and emg monitoring and placement of st. Jude ipg on (B)(6) 2015 due to severe urge incontinence, urgency frequency, severe pudendal neuralgia, intractable peripheral nerve pain. No additional information was provided.